Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. A most likely cause might be attributed to damages from repeated use / wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the pump does not deliver the liquids constantly with the selected pressure settings. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update avoe 28-aug-2023: it was confirmed that the error was detected at the start of a knee joint arthroscopy on the (B)(6) 2023. There was no onward transport of saline from the tubing system when power was available. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device by using gravity feed of the saline.